Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a few minutes after starting the pump during the implant procedure, a driveline communication fault alarm occurred. The surgeon noted the modular cable connector being warm. The modular cable was disconnected and exchanged with success. Two pins into the connector seemed to be burnt. It was hoped the pump cable was not damaged and the procedure was done normally. The patient did not experience any consequences or delay in procedure due to the event and was reported to be in the intensive care unit (ICU) with no alarms. Additional information was received that new driveline communication fault and driveline power fault were noted. The system controller and modular cable were exchanged and the driveline communication fault persisted. The pump was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump cable revealed residue within the in-line connector, indicative of oxidation/corrosion from fluid ingress that would have contributed to the reported driveline communication fault alarms. The alarms were confirmed through review of the extracted log files and were reproduced during evaluation of the returned product. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was also returned. The sealed outflow graft, sealed outflow graft bend relief, outflow graft clip, and apical cuff were not returned. The cuff lock appeared unremarkable. Examination of the textured, blood-contacting surface of the inflow extension lumen revealed no evidence of developed or adhered thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the pump cable in-line connector revealed evidence of oxidation/corrosion consistent with fluid ingress within the pin connectors. A specific source of the oxidation/corrosion could not be conclusively determined. The pump header, pump-end bend relief, and the outer layers of the pump cable appeared unremarkable. Upon removal of the outer layers of the pump cable, examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulations or underlying conductors. The controller event and periodic log files retrieved from the returned system controller captured driveline communication fault alarms associated with com a faults. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned pump appeared to capture the device functioning as intended. (B)(6) was tested on a mock circulatory loop using the returned pump cable and the three modular cables it was returned with for approximately 1 hour each. The reported driveline communication fault alarms were reproduced almost immediately with modular cable lot #9115819. The modular cable was tested on the mock circulatory loop for an additional 48 hours but still did not reproduce the reported driveline power fault alarms. No alarms were reproduced with the remaining modular cables, even with manipulation of the cable. (B)(6) was cleaned, rebuilt, and functionally tested under load conditions. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.